Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event: an updated date of event of (B)(6) 2020 was reported. The patient plans to replace her explanted breast prostheses with unspecified gel breast prostheses on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: change in breast shape. Explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 550cc gel breast prostheses observed that something was wrong with the shape of her breasts. It was reported that the patient was still waiting for her implants to settle and that the appearance of the right breast was worse than the left. When the patient bends over, she can notice the difference between the implant and the actual breast. Additionally, the patient¿s breasts appear cone-shaped when she bends over. As a result, the patient is scheduled to undergo bilateral explantation on (B)(6) 2021. This medwatch report is for the patient¿s left breast prosthesis.